Manufacturer narrative:
Device eval by manufacturer / media analysis: the epic device was discarded at the facility and will not be returned for analysis. However, an image provided by the customer depicts the inner sheath completely separated from the device. An observation of the image suggests that the inner sheath may have separated from the flushing port inside the handle.

Event description:
It was reported that the inner shaft detached. A 9x40x75 epic self-expanding stent was selected for use in a kissing balloon stent percutaneous transluminal angioplasty procedure. The approximately 70% stenosed target lesion was located in the left external iliac artery with pronounced calcification. During the procedure, the stent was released without any issue. However, after releasing the stent and removing the device from the patient, it was noticed that a portion of the device had fallen off. Nothing was detached inside the patient. The procedure was completed successfully. There were no patient complications reported. The patient was in good condition post procedure.